Manufacturer narrative:
Conclusion on the system: system was operational but at the limit. The customer's spot preparation quality was quite good. The "all peaks number" from the calibrator strain is globally quite homogeneous - it can be extrapolated to sample spot preparation. (B)(6). Expected identification : unknown, however s. Aureus is coagulase positive, catalase positive, and are gram positive cocci. Conclusion on the identification: regarding the information provided, it is not possible to conclude on the identification. A return of the isolates is needed. The customer stated the strains are not available. Consequently, it is not possible to do further investigation. As a reminder, for non-clinical validated species, the user must perform an alternate laboratory method as it is specified in the user manual knowledge base v 3 161150-870 - a: "identification of non-clinically validated organisms must be performed with an alternate laboratory method".

Event description:
A customer in the united states reported a misidentification of two isolates as staphylococcus aureus in association with the vitek® ms instrument. The expected identifications are unknown. The first isolate (l307063235) from urine culture, was tested from 18 hour growth on sheep blood agar grown in non-co2. The result was staphylococcus aureus (86.3%). Retesting in duplicate gave an identification of aerococcus urinae (99%) both times. The customer stated they also performed catalase, and pyr biochemicals which were negative, and a wet prep which showed cocci. The identification was not reported to the physician. The second isolate (l307035280-2) was from a wound culture on 36 hour growth from sheep blood agar grown in co2. The result was staphyloccocus aureus (98.1%). Retesting gave an identification of corynebacterium aurimucosum/tuberculostearicum (50/50%). The customer stated they also performed slide coagulase agglutination and catalase which were negative, and the gram stain showed palisading gram positive rods (gpr). The identification was reported to the physician before additional testing was performed. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health.